Event description:
It was reported a patient's atrial lead presented with low sensing and low pacing impedance. This was addressed by a procedure on (B)(6) 2023 in which an insulation breach was noted. The lead was capped and replaced within the same operation. Post-procedure the patient was stable.